Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician explanted and replaced the device. There were no further patient complications.